Manufacturer narrative:
E1: reporting institution phone (B)(6). E1: reporter phone (B)(6). Bench repair technician (brt) evaluated the device and the defect reported could not be reproduced. The device was confirmed to be operating per specifications, and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue x3 patient monitor indicating the system does not detect arrythmia alarms. It is unknown if the device was in use at time of event, and there was no adverse event reported.